Event description:
This case was initially received via regulatory authority valvira (2018-1233) on 11-jun-2018. This spontaneous case was reported by a gynecologist and describes the occurrence of abdominal pain ("abdominal pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I (vaginal delivery), parity 1 and abdominal pain (anamnesis of abdominal pain for 10 years). In 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), skin disorder ("skin problems"), alopecia ("hair loss"), pyrexia ("continuous feverishness") and dysmenorrhoea ("painful menstrual bleedings"). The patient was treated with surgery (it was decided to remove implants). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, swelling, skin disorder, alopecia and pyrexia had resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, pyrexia, skin disorder and swelling to be related to essure. The reporter commented: essure implants inserted in 2012 without problems. Symptoms occurred after insertion and it was decided to remove implants. Implants were removed without problems on (B)(6) 2018. Further procedures not planned, the patient feels that her condition has recovered after removal of essure implants. Diagnostic results: pathologic-anatomic diagnosis (pad): fibrotic tissue in fallopian tubes, nothing else special. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: abdominal pain the analysis in the global safety database revealed 2.267 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (valvira, reference number: (B)(4)) on 11-jun-2018. The most recent information was received on 02-aug-2018. This spontaneous case was reported by a gynecologist and describes the occurrence of abdominal pain ("abodminal pain") in a 36-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I (vaginal delivery), parity 1 and abdominal pain (anamnesis of abdominal pain for 10 years). In 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), skin disorder ("skin problems"), alopecia ("hair loss"), pyrexia ("continuous feverishness") and dysmenorrhoea ("painful menstrual bleedings"). The patient was treated with surgery (it was decided to remove implants). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, swelling, skin disorder, alopecia and pyrexia had resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, pyrexia, skin disorder and swelling to be related to essure. The reporter commented: essure implants inserted in 2012 without problems. Symptoms occurred after insertion and it was decided to remove implants. Implants were removed without problems on (B)(6) 2018. Further procedures not planned, the patient feels that her condition has recovered after removal of essure implants. Diagnostic results: pathologic-anatomic diagnosis (pad): fibrotic tissue in fallobian tubes, nothing else special. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-aug-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.